Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module could not detect the backup battery. An error message was received. The cause was thought to be electronic hardware failure. A replacement power module was sent to the customer. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a fault associated with the backup battery was confirmed via evaluation of the returned power module (serial number: (B)(6)). The power module was returned to the european distribution center (edc) and evaluated. The power module was connected to ac power and powered on as intended, however, an error was observed on the power module, reproducing the reported event. The backup battery was replaced and the issue was resolved. A full functional checkout was performed and the power module passed all tests without issue. The reported alarm was determined to be an issue with the backup battery. However, the root cause of the backup battery not functioning as intended could not be conclusively determined through this analysis. Incidental findings: damaged housing. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2009. Heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ and hmii power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. The power module instructions for use (IFU) instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate ii instructions for use (IFU) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad equipment, including the power module. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.